Event description:
It was reported the patient had knee replacement surgery on (B)(6) 2026 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg and the patient controller is displaying an error message. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue. Stimulation was restored post-op.

Manufacturer narrative:
Correction: e1 - initial reporter. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.